Manufacturer narrative:
Occupation is patient/consumer. The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient's alleged result of 6.1 inr on (B)(6) 2022 was not observed in the meter's patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using a stago method. On (B)(6) 2022, the result from the meter at 8:41 a.m. Was 4.5 inr. The result from the laboratory within 2 hours was 3.3 inr. On (B)(6) 2022, the result from the meter at 7:47 a.m. Was 6.1 inr. The result from the meter at 7:50 a.m. Was 3.9 inr. The result from the laboratory within 2 hours was 3.5 inr. The patient¿s therapeutic range is 2.5-3.5 inr. The patient's interval of testing is weekly or more frequently if needed.